Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10237 for information regarding the second product reported in this event.

Event description:
As reported by the rep, a directlink using an icp ventricular microsensor generated fluctuating values before going negative. This occurred after disconnecting and reconnecting following a transport from the ER to the nicu. The surgeon used a fluid coupled transducer on the drain system to monitor icp after the directlink stopped working.there were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The directlink unit was evaluated and no issues were found. The device functioned as intended. A review of manufacturing records found that the device met specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.